Event description:
Following implant, the pt experienced withdrawal; the symptoms were not specified. The pump was reported to have intermittent drug delivery. The pump was replaced. There was no pt injury. The pump was used to deliver morphine sulfate.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete. The serial number of the device is included in the synchromed ii missing propellant recall and physician communication.